Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie pockets in drawer 4.1 were having error. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that damage to the copper strands in the retractor band, which prevented the device from operating as intended and compromised its functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex c and imdrf annex g. Correction: section d unique identifier (UDI). Part analysis: the reported issue of medstation es auxiliary drawer 4.2 off the bus was confirmed during fse testing and further validated during the inspection process conducted in dchu. According to work order (wo) (B)(4), the bd fse reported that the half height drawer 4.1 was not showing. Fse powered station off and replaced damaged retractor band and reseated row board cable. When testing found cubie c6 would not latch, found wiring under tray had come loose, reseated wiring. An external inspection was carried out in the lab according to the established procedure. During inspection, it was observed evident physical damage in the copper strands, additionally black stains were found along the cable generated by the normal used and interaction between components. Laboratory testing was not required since the physical damage to the copper strands was confirmed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported failure was determined to be damage to the copper strands in the retractor band, which prevented the device from operating as intended and compromised its functionality.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.1 was not showing failed. A field service engineer powered down the station to replace a damaged retractor band and reseated the row board cable. During testing, cubie c6 failed to latch properly. Upon inspection, loose wiring was found beneath the tray. Wiring was reseated, and the cubie latch issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie pockets in drawer 4.1 were having error. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie pockets in drawer 4.1 were having error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.